Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't connect to power supply) was confirmed. Upon investigation the power supply connector was bent, preventing it from connecting to and powering up the battery charger/modem. The root cause the bent power supply connector could not be positively identified but was likely physical abuse. No adverse event resulted from the bent power supply connector. The last pt to use this belt did not report any deficiencies.

Event description:
A (B)(6) female pt called zoll customer support to report that her battery charger power supply brick wouldn't connect to his charger. The pt was issued a replacement battery charger/modem.